Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had a scratch. The issue was observed when inserting the iol into the eye. The iol had patient contact. No further information was provided.

Manufacturer narrative:
Section a2 age or date of birth: asked but the customer said they do not know the answer. Section a3a-a3b, sex and gender: the customer responded to gender as "male". Section a4, patient weight: asked but the customer said they do not know the answer. Section a5, ethnicity: asked but the customer said they do not know the answer. Section a6, race: asked but the customer said they do not know the answer. Section d6a, if implanted, give date: it¿s unknown if the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. The iol was fully inserted and then removed during the same procedure. The procedure was completed with a jnj backup lens. There was no capsule tear or unplanned vitrectomy. Section h6- health effect - impact code: 4631 used to capture the removal and replacement of the iol. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 3, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint handpiece and plunger rod were received. Visual inspection under magnification revealed the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. No issues were observed with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.